Manufacturer narrative:
The customer's meter has been returned for investigations. A follow up report will be submitted when investigations are complete. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that uom setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.